Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent positioning issue occurred. The target lesion was located in the ostial right coronary artery (rca). A 3.50x12mm synergy drug-eluting stent was advanced to treat the target lesion. However, upon inflating the balloon to deploy the stent, the stent moved forward causing the target lesion to be missed. The procedure was completed with another synergy stent. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient's status was stable.